Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: the pump history showed one call service 064 alarm on (B)(6) 2016 at 11:31. A rewind, load and prime sequence were completed with no errors. The pump completed a 24 hour duration test with no call service alarms duplicated. There was no evidence of internal moisture found on the printed circuit board or internal components. The motor flex was fully seated with no damage observed. The motor latch was fully closed. The complaint was verified in the history but could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.